Event description:
Boston scientific received information that the patient with this right ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) experienced antitachycardia pacing therapy due to noise resulting in oversensing on the right ventricular shock and pacing channel. Other lead measurements were normal. There was concern that there may be a device header issue. Data was provided to technical services. After a review of the data, it was recommended that the further lead integrity testing be performed. It was thought the issue was not related to a header issue. A revision procedure is intended in the near future. The patient with this system has an intrinsic heart rhythm and this issue did not result in any pacing inhibition or asystole. No adverse patient symptoms were reported. Subsequently, a lead revision procedure was performed, during the explant of this lead, one of the setscrews could not be loosened despite the use of the usual torque wrench and an additional fixed wrench. This lead was surgically abandoned and the device was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.